Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The pt's mother reported that the pump was rebooting without user intervention. She said the battery cap was secure and intact and the yellow o-ring was not visible. The battery cap was reportedly changed just one month prior to calling about the pump rebooting.